Manufacturer narrative:
The customer reported that their central nurse's station (cns) was freezing up. The unit does not have an hdd light showing. They rebooted before they called and the unit is stuck on the cns splash screen. No harm or injury was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that their central nurse's station (cns) was freezing up.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) was freezing up. The unit did not have an hdd light showing. They rebooted before calling and the unit was stuck on the cns splash screen. No patient harm was reported. Investigation summary: the customer indicated that they have replaced the complaint device. The complaint device had been in service since 06/01/2012. A review of the history of the serial number identified no other reports of this issue. Based on the available information, a definitive root cause could not be identified. However, it is likely that the hdds of the device had failed. Possible causes of hdd failure are power surges/interruptions and wear and tear. Events that involve fluctuations and changes in the voltage such as power outages and generator tests may damage the hdds. The hdds are electronic components/devices that may deteriorate through time and may wear from continual use, requiring proper maintenance.

Event description:
The customer reported that the central nurse's station (cns) was freezing up.